Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer indicated via phone call that her child had been hospitalized with diabetic ketoacidosis and high blood glucose of 745/dl. The customer indicated that they do not have the insulin pump with them and cannot troubleshoot. Customer was advised to monitor pump.